Manufacturer narrative:
The pacing system remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during the follow up visit, it was observed that this implantable cardioverter defibrillator and lead had eroded through the pocket and had developed a draining wound. The patient did not have a fever and was sent to the emergency room for evaluation and admission to initiate antibiotic therapy. No additional adverse patient effects were reported.